Manufacturer narrative:
The subject device was returned to olympus for service. The evaluation confirmed the customer¿s reported issue, no image displayed due to a defective cable unit. The cable was also found to have kinks and a knot on the cable. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the sterile processing supervisor at the user facility that the customer high-definition autoclavable camera head has no image. The customer problem was found during preparation for use. No death, injury or harm was reported. The camera will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty cable and kink/knot on the cable could not be identified. Olympus will continue to monitor field performance for this device.